Event description:
The end user reported the hardware from the seat frame assembly had loosened and came out. There was no report of patient involvement or associated incident. They requested replacement hardware for the out of warranty chair.